Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) full lead was returned and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, the lead would not extend, and fixation was not possible. The helix was then extended outside the vein and the helix popped out after 11 turns. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.